Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat hip pain. The implantable pulse generator (ipg) was placed in the anterior thigh area with the leads targeting the femoral nerve. In (B)(6) 2025, approximately 6 months after the implant, the patient reached out to a local nalu representative to request reprogramming due to inadequate therapy. During the programming session the system was tested and found open circuit impedance readings on all contacts of one lead. Xray imaging was performed during that visit and confirmed a fracture of one lead. On (B)(6) 2026 a surgical revision was performed to remove and replace the fractured lead. Out of caution, the second lead and the ipg were also removed and replaced during the procedure.

Manufacturer narrative:
The patient reports no specific events leading up to the change in therapy. All explanted components were retained/discarded by the medical facility. Cause of the lead fracture is unable to be determined with the information available.